Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 8fr angio-seal device was used for vessel occlusion. An 8fr sheath tube was used by femoral artery for the interventional treatment. There was no calcification, narrow and bifurcation tortuosity was found in angiography; however, femoral artery occlusion was not successful. Bleeding was found at the plugging site, then after artificial compression, the patient was in stable condition. There was bleeding at the plugging site 24 hours after the operation. The patient was in stable condition after hemostasis treatment by compression. Additional information was received on 02aug2019. Bleeding occurred in the procedure room. A pre-deployment angiogram was performed. It was a right femoral artery puncture. Additional information was received on 07aug2019. Blood loss was less than 250cc. The patient was not on any blood thinning medication. The procedure was successful.